Event description:
Alcl case report. Patient with personal history of left breast cancer. In 2005 underwent radical mastectomy and reconstruction with tissue expander. In 2006 substitution of tissue expander with definitive breast prosthesis (inamed 410lx 625gr) and breast augmentation of left breast (inamed 410lx 625gr). On (B)(6) 2012 positive lymph node on the right axillary site for alcl. On (B)(6) 2012 seroma associated alcl of the left breast.